Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) shocked the patient three times while they were in the shower. The shocks caused them to fall through the shower door and glass cut them. Then, the patient received four more shocks. The s-ICD was later replaced due to normal battery depletion. No additional adverse patient effects were reported.